Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after dissection around the right gastric artery, the arteriovenous was ligated using a robotic ml clip and cut. After that, the clip was off due to forceps contact during dissection and reconstruction of the margo superior pancreatis. The user found that the clip was off during cleaning. A new clip was ligated without bleeding, and no bleeding was observed after surgery". No patient injury or consequence reported. The patient's current condition is reported as "fine".